Event description:
The report received from the affiliate indicated that at a conference called the vascular leaders summit a study presentation indicated that pts with de novo lesions who received cypher stent developed coronary artery aneurysms. Additional info has been requested but is not available at this time.

Manufacturer narrative:
The product is not available for eval and testing. Please note that device is distributed outside the united states, however it is similar to the united states product. This event was reported during a presentation at the vascular leaders summit. A report was received that a cypher stent was associated with coronary artery aneurysm sometime after implantation. The event involved a pt of unknown age, gender and medical history. The reason for the pt's admission to hosp was not reported; but an angiogram revealed a lesion is an unknown vessel that was described as de novo. No other vessel and/or lesion characteristics were provided. The pre or intra procedural administration of asa, plavix, heparin or gpiibiiia and the performance or recording of acts was not reported. It is not known if the lesion was pre-dilated prior to the placement of a cypher stent of unknown size at an unknown maximum inflation pressure. The post procedural administration of asa or plavix was not reported. Some time after the index procedure, the pt underwent a repeat angiogram that revealed a coronary artery aneurysm. The treatment of this event, if any was not reported. The product remains implanted in the pt and is thus not available for eval. In addition, a DHR review could not performed since the lot number was not provided. Based on the limited information provided, it is not possible to draw a conclusion about a relationship between the device and the event. There is no clear indication that this event was design or manufacturing related. Please note that this is the initial/final report for this product.